Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose was 300 mg/dl. Reportedly, the cartridge was in use for almost 7 days. Tandem's technical support educated customer on cartridge/insulin labeling. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.